Event description:
The customer indicated that the pt's right eyebrow was burned during a procedure. The burn was treated with neosporin. The pt was receiving oxygen from a mask. The generator was set at 20/20 pure and the pencil arced. The generator was turned down to 10/10 pure and it arced again.